Event description:
The user facility reported that the bypass portion of a procedure had been completed, they had come off pump and administered protamine to the pt. Conditions developed whereby cardio-pulmonary bypass had to be re-instituted. During initiation of the second pump run, it was noted that the cardiotomy filter had slow breakthrough. The involved unit was changed out at that time and the procedure was completed successfully with no further problems. The pt condition is reported as good.

Manufacturer narrative:
Results/conclusions - based upon review of information provided by the user facility; based upon evaluation of the returned sample. The involved device was returned, decontaminated and functionally tested. Visual examination of the returned reservoir indicated that the filter was clotted with blood. Post decontamination, the filter was noted to be intact with no visual anomalies. The unit was functionally tested and confirmed to function properly for cr filter break through time. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. F/u communication with the user facility indicated leftover perfusion circuit blood had been put into a IV bag post cpb, however, the pump suckers were not turned off until protamine had been administered to the pt. Blood was recirculating from the IV bag with normasol when the hold up in the filter was observed. The residual protamine, which had been administered to the pt between pump runs, is being attributed to the clotting in the filter, and subsequently, the decreased performance during the second cpb. Based upon the available info, the cause for the reported observation cannot be definitively determined, but there is no indication that a device defect, or malfunction, was involved. There are many complex clinical variables, such as protamine related clotting, that may have affected the observed performance. Circuit flow performance under standardized conditions is addressed in the device labeling. All available info. Has been filed in qa for appropriate tracking, trending and f/u.